Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The customer did not recall the blood glucose reading. The customer was wearing the insulin pump at the time of the hospitalization and a health care professional reported the cause of the hospitalization was the insulin pump delivering too much insulin. The customer reported that she guessed at how many carbs she was eating when she bolused. The customer was treated with intravenous fluids and a shot of glucagon. No troubleshooting could be performed due to a button error.